Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is currently underway. The reported problem (failed battery ir test) has not yet been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The patient was provided with a replacement monitor.

Event description:
During review of a (B)(4) male patient's download, zoll lifecor customer support discovered "battery ir test failure" flags in the patient's data. Support contacted the patient to discuss exchanging the equipment. The patient was provided with a replacement monitor.